Event description:
It was reported that patient was experiencing inadequate stimulation for back pain and non-target stimulation in legs. It was also noted that patient was experiencing pocket site pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted device was discarded by facility.